Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism of the compact air drive device was blocked. It was further determined that the reverse trigger was locked due to a damaged pin latch. After opening the device and thoroughly analyzing the state of conservation of the parts, it was determined that there were signs of excessive force and / or incorrect movements. It was observed that the motor was stuck because the pressure pin lock was damaged. After opening the device and checking the parts conservation status, it was determined that there were signs of excessive force and/or incorrect movements. It was further determined that the device failed pretest for check attachment coupling with attachments, check reverse locking mechanism and check triggers for forward/reverse mode. It was noted in the service order that the reverse lock was causing the device to malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.